Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). (B)(4). Field service specialist visited the account and check the system. Issue was not confirmed. Cleaned (B)(4) interface connector, checked and tested, system meets all amo specification. A preventive maintenance was done on the equipment and as preventive measure the (B)(4) block assembly was replaced. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported that during the first surgery of the day, the femtosecond laser cut the line about 2mm downward from the set line. Surgeon cut manually partly to create the flap and the excimer ablation was done. Doctor canceled the next surgery. It was learned during follow up that the treatment was started with right eye then left eye and the more shift is observed from centering compared to right eye. Pre op: right eye 0.06/ best corrected visual acuity (bcva) 1.5. Left eye 0.06/ bcva 1.5. Post op 1 wk: right eye 1.0p/ bcva 1.5. Left eye 0.9/ bcva 1.0 : the left eye has superficial punctate keratitis. Surgeon expects that patient will gain the visual acuity. However, is concerned about astigmatism in the left eye.